Manufacturer narrative:
Replacement of the seal kit was recommended for correction of the reported event. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Replacement of the seal kit was recommended for correction of the reported event.

Event description:
The hospital reported the unit had a large leak. There was no report of patient involvement.